Manufacturer narrative:
(B)(4). Due to the endocarditis, the patient required reoperation (unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Song, m.g., yang, h.s., choi, j.b., kim, y.I., shin, j.k., chee, h.k., kim, j.s., lee, d.h. Aortic valve reconstruction with leaflet replacement and sinotubular junction fixation: early and midterm results. Annals of thoracic surgery 97 (4) (pp 1235-1241), (B)(6) 2014 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced endocarditis after undergoing aortic valve reconstruction surgery during which aortic leaflets were created using supple peri-guard. The cause of the event was not reported. Treatment for the event was not reported. Further detail on the patient's outcome was not reported. No additional information is available.